Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and mechanical issues with his device due to air bubbles inside the system. A revision surgery was performed, upon examination a hole in the tubing near the cylinder was found. The device was explanted and replaced. No additional patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and mechanical issues with his device due to an air bubble inside the pump. A revision surgery was performed, upon examination a hole in the tubing near the pump was found. No additional patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and mechanical issues with his device due to an air bubble inside the pump. A revision surgery has been scheduled. No additional patient complications were reported.